Event description:
Report recieved of an unrequested bolus dose delivery. The pump was programmed in the pca only mode to deliver morphine 1mg/dl, a 1.5mg pca dose, a 10-minute patient lockout, and a 4-hour dose limit of 24mg. It was reported that at noon, while two nurses were turining the patient, they heard the pump beep and the display incremented a delivery. The customer reported that the pendant was not near the nurses or patient at the time of the witnessed event, and the patient was unable to push the pendant due to their injuries. The patient was reportedly vomiting and had experienced nausea throughout the day. After the unrequested doses, their nausea increased, "but they were comfortable." They received a 4mg dose of zofran, which alleviated their nausea. The pump was taken out of clinical service and an alternative pain managemnet therapy was initiated. There was no reported adverse patient sequelae. Though requested, no further information was received.